Event description:
It was reported that a device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that the rotaburr got stuck with the rotawire. The stuck was not released, and the rota burr was removed from the body together with the rotawire. The procedure was completed with a different device. No patient complications reported.